Event description:
The cause of the power elevations, shortness of breath, and hypertension was determined to be non-compliance with medications. The patient was restarted on the medications, and they were to provide teaching and education on the importance of taking them.

Manufacturer narrative:
B5: additional information. H6: health effect-clinical and health effect-impact codes, updated. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 23sep2024 through 25sep2024. Low flow hazard alarms were captured on 25sep2024, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. The IFU also addresses all pump parameters, and outlines situations that can result in low flow, including changes in patient condition. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. Incidental findings: the log file captured the lvad clock not set. This suggested that there was a complete loss of power to the system; however, a specific cause could not be conclusively determined as the onset of the event was not captured within the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a patient with a history of severe non-compliance paged the emergency vad pager with high watts, low flows, and shortness of breath. On interrogation to emergency room, no high watts were noted. The patient appeared to have low flows and was hypertensive with pulsatile bp 131/59/82. Log files were sent for review. The event log file displayed a string of low flows with high pulsatility index (pi) readings on (B)(6) 2024 which seemed to be physiological in nature where the low flow estimator dropped below 2.5 lpm (including low flow flags - lower flows not sustained long enough to activate the audible alarm). The pump was seeing a reduction in blood volume. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. 110 pulsatility (pi) events were captured in the event log file.